Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the stepped ream f/tfna helic blade+scr f/dh (p/n: 03.037.022, lot number: f-22662) was received at us cq. Visual inspection of the complaint device showed the distal tip had broken off. This complaint is confirmed as the distal tip had broken off. There were no photos/xrays to confirm the embedded device allegation of the drill bit tip. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 03.037.022; lot number: f-22662; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 05. Oct. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no for the complaint condition relevant non-conformances were identified. Remark: (B)(6) is mentioned in the documents, this is a planned nc for the supplier sphinx in relation to a transfer project without influence on the product itself. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the cannulated stepped drill bit was damaged due to collision with the old helical blade tip; the broken tip of the stepped reamer remained in the femoral head. Procedure outcome and patient status are unknown. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).